Event description:
It was reported that an external fluid leak was observed originating from the connection between the dialyzer and the prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10: h10: the actual device was not available. However, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the connector between the dialysate and replacement lines. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.